Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 57 for a software runtime error and alert 90 for an algorithm output range error during a fill tubing step, after which the user was unable to proceed and a replacement was determined necessary; the device was advised to be no longer water resistant and backup therapy was recommended. Symptoms included no change in blood glucose. Outcomes included no clinical impact requiring medical intervention. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.